Event description:
It was reported that shortly after the patient was initially implanted, the device was changed out within the first year due to a "problem with an electrode." The reporter was unsure of exact dates. The device was reportedly causing "massive pain down a certain area" right after implant. It was noted that "something was disconnected" by the healthcare provider to stop the pain. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 889-33, lot# v345213, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).